Manufacturer narrative:
The insulin pump received with blank display, problem isolated to interface board. Pump received with cracked reservoir tube lip noted. The test reservoir stay locked in place noted.

Event description:
It was reported that the reservoir part at the pump was broken. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.